Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Additional testing was performed at a facility (platform - unknown) on the (B)(6) 2023 which generated a negative result. The consumer was symptomatic. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two tests performed on 20jun2023 and 21jun2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on 21jun2023 on a nasal sample. Additional testing was performed at a facility (platform - unknown) on the 20jun2023 which generated a negative result. The consumer was symptomatic. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218156 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 218156, test base part number 195-430h/ lot 214537. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218156 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the false positive results; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.